Event description:
The pharmacist of a facility reported to baxter (B)(4) that a vented paclitaxel set was observed to leak. The leak was observed at one of the joints by the operator of the device. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was available for evaluation. The unit was received with tubing cut without the junction containing the luer that could be the leaking part as described in the event description from one of the joints near the patient. Meanwhile, the sample was visually inspected, no issue was detected. The returned unit was gravity tested and the liquid flows regularly. Hence, the reported condition could not be confirmed at the part of the set received for evaluation. No other test was performed. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.